Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 46mm in diameter and 72 mm in length abdominal aortic aneurysm. The proximal aortic neck was 18 mm in diameter and 26 mm in length; it was calcified and reverse taper. The neck diameter just above the aneurysm was 19mm. The left and right common iliac arteries were 9mm mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 9mm in diameter. The right and left internal iliac arteries were 10 mm in diameter. It was reported this the procedure went smoothly; however, the final dsa found a possible proximal type I endoleak. A type IV endoleak was also confirmed. Proximal touch up was done several times. A dsa was done in the graft, but it was difficult to determine if there was a type I endoleak. It was recommended that an additional aorta cuff be implanted, but the physician decided to monitor the patient. A cuff will be implanted if the endoleak persists. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Reverse tapered and calcified proximal neck. For neck <(><<)>19mm. Conclusion: endoleak. Reverse tapered and calcified proximal neck. For neck <(><<)>19mm.